Manufacturer narrative:
Submit date: 02/08/2016. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. A sample was received for evaluation. After a visual and dimensional inspection the issue reported was confirmed. The suction cannula detached into 3 pieces, however the root cause was not identified in or area. This component is a sub-assembly received from internal supplier. The complaint notification was forwarded to supplier to initiate the investigation into the root cause and provide corrective actions. According to the vendor the heat transfer system of the cavity mold may not have been at the correct setting which in turn produced a variation in the cavity causing the reported condition. As a mitigation plan, the personnel involved in the process were notified of the reported incident. A quality alert was posted at the production line to perform a 100% manual pull test after the curing process. The visual inspection level was increased from normal to heighten. As a corrective action all of the mold cavities were fabricated and replaced in the cavity mold. The current heat transfer system is adequate for the mold and cavities. The process is running according to product specifications meeting quality acceptance criteria. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a yankauer. The customer states that during use on a patient, the connecting part was damaged and came off. Upon receiving a photo on (B)(6) 2015, it was noticed that the on/off switch was detached. The customer reports no patient harm.